Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. A pump functional failure was identified for the inflation test, which indicates that when used the pump does not transfer a sufficient amount of fluid to the cylinders. Based on the results of this investigation, no escalation is required. 720185-01 1000170170 reservoir flat iz 100 ml the complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was received. Device was explanted due to fluid loss.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment.